Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event . H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. One 3i t3® non-platform switched parallel walled implant 4 x 10mm (boss410) and abutment were returned for investigation. Visual evaluation of the as returned implant identified no apparent signs of malfunction. The complaint alleged loss of integration due to infection and sinus perforation. Infection is a well-documented event that is developed in some patients following implantation of the devices. The device could not be functionally tested for the reported failures/events (perforated sinus + infection). However, measurements were taken on aug 04, 2021using a caliper. Following dimensional analysis and comparison to drawings, the device was determined to be within design specifications. Device history record (DHR) review for the lot (2019051762) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2019051762) for similar events (complaint category keywords: functional: loss of integration: perforated sinus & infection) and no other complaint was identified. Therefore, based on the available information and dimensional analysis, device malfunction did not occur. However, the reported events could not be verified as the exact details of event and patient anatomical conditions were unknown/nonverifiable.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the implant at tooth site # 16 lost integration due to infection and sinus perforation and was removed. Symptoms as a result of the event: abscess and inflammation.